Manufacturer narrative:
It was reported that the exploratory laparoscopy was done only because the doctor thought there was a perforation in the uterus. The doctor first inspected the device and not easily seeing any leaks he made the decision to check for thermal damage to internal organs and/or perforations. No injury found during the unscheduled exploratory laparoscopy. It was also reported that the patient was in stable condition at the end of the procedure. Conclusion: the actual sample has been returned for evaluation. Visual examination found the catheter was returned in good visual condition. The catheter was functionally examined for leaks and a pinhole was found on the balloon. No conclusion can be drawn at this time how the pinhole occurred. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a thermal ablation procedure on (B)(6) 2015. During the procedure, the device was inflated per the instructions for use. The device finished the pre-warming mode and started the timer for the therapeutic mode but then dropped pressure and the procedure was aborted. The surgeon believed there was a perforation in the uterus and a diagnostic/exploratory laparoscopy was performed to identify any thermal injury to the bowel or bladder and to identify perforation or injury to the uterus. Upon laparoscopy, no uterine perforation or thermal injury to pelvic or abdominal viscera of the patient was found. It was also reported that the surgeon pressurized the complaint balloon once it was removed and found no leaks or issue that he could identify. Another like a device was used to complete the procedure. The patient is recovered and doing well. Additional information has been requested.